Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci prostatectomy procedure on (B)(6) 2010 for adenocarcinoma of the prostate. Isi was provided with the operative report. Additional information provided included hospital and operative records there was no indication of a malfunction of the da vinci surgical system, instruments or accessories during surgery. There was a report of an intraoperative complication, specifically a rectal injury. The rectal injury was thoroughly inspected by the urologic surgeon and a general surgeon as well. The injured area was small. It was irrigated prior to and after repair. The repair was performed by the general surgeon in 3 layers. It was tested and found to be air and water tight. Antibiotics had been given preoperatively. No further information was provided

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the bowel injury sustained by the patient. However, rectal injuries are recognized complications in radical prostatectomy for adenocarcinoma of the prostate. Per the information indicated in the patient's operative report, the bowel injury was recognized and repaired in a prompt manner and the patient had no consequences. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's bowel was injured during da vinci surgical procedure.